Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with clavicular crush damage 21.9 to 23.2 cm from the connector pin. The outer coil and inner insulation was damaged as a result.

Event description:
This report is to advise of an event observed during analysis.